Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive button/keypad on the insulin pump. The customer's blood glucose is normal and did not require medical treatment.